Event description:
It was reported that the itrak 3500p system displayed a "mechanical deformatory" message during aspirator calibration. However, the system did calibrate and the case was completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.